Event description:
The advocate stated that the customer tested her blood glucose using her 2 contour meters and rec'd readings of 24 and 129 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips were returned for eval. Replacement test strips were sent to the customer.

Manufacturer narrative:
The qa lab could not confirm the customer complaint of low readings. They did, however, find the reagent to read e11 and e2.